Event description:
The facility reported that while lifting a pt from the floor to the bed, the hoist toppled over. All three staff assisting suffered aches and pains after attempting to stop the hoist from falling over. The hoist was taken out of use awaiting examination.